Event description:
It was reported that a patient underwent a debridement suture combined with tendon repair procedure on an unknown date and suture was used. The patient underwent surgery due to an open rupture of the central bundle of the extensor tendon in the right middle finger. The doctor used tendon suture to anastomose the broken tendon. The broken tendon separated further and gradually pulled the broken end closer. During the knotting process, the suture broke. After replacing the new suture, the tendon was successfully anastomosed. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.